Event description:
The ecs29 was used during a sigmoid colon procedure. It was reported by the ort the surgeon attempted to place the deatchable head assembly of the device into the proximal colon lumen with difficulty. Surgeon stated he wished detachable head assembly was shaped differently to allow easier placement in the colon lumen. The anastomosis was not completed and the surgeon performed a colostomy.